Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at 7pm when a reading of 264mg/dl was obtained using the subject device which the patient felt was high compared to how he was feeling and/or his usual results. The patient manages his diabetes using insulin and self-adjusts the dose, and reportedly took 24 or 25 units of novo rapid insulin in response to the elevated reading. The patient¿s usual medications are: novo rapid 3 times per day; and levemir 18-23 units at 10pm each day. The patient stated that he experienced symptoms of shaky and feeling absent approximately 2 hours after the alleged issue began, and reportedly called the emergency services. The emergency services arrived with the patient at 9:15pm on (B)(6) 2015 and advised he self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips were within their expiry date. The csr also noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.